Event description:
It was reported that post-paced t wave oversensing and automatic mode switch were observed on the device. Fusion was suspected. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.